Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon inflation issue was confirmed. As received, balloon was found to be ruptured at the central area. The edges of latex did not appear to match up. Through lumen was patent without any leakage or occlusion. Both balloon windings were intact. No other visible damage was observed from catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Further engineering investigation was performed. A product risk assessment was generated. A balloon integrity inspection was performed as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, the balloon did not inflate after injection into the vessel. There was no allegation of patient injury. Patient demographics were requested, but not provided. The device was available for evaluation.

Manufacturer narrative:
Upon further engineering investigation review, the date of event was performed on (B)(6) 2021 and the expiration date of the finished good lot number was on 08/06/2021. The instructions for use (IFU) was reviewed, and contains instruction on the shelf life regarding the deterioration of the product. The IFU instructions also indicate that reprocessing or resterilization will not extend the indicated shelf life. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Additionally, the device code in h6 was updated to better reflect the nature of the finding.